Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the right ang ext cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the right ang ext cable. Infestation was observed on the returned material. Due this, a visual inspection was not completed and the physical state of the any other returned cables and cords associated with power connections could not be assessed. No photographs were able to be taken of the infestation because it was alive and the returned material¿s disposal had to be expedited. A software evaluation was not possible because of the observed infestation. Root cause of unit prematurely powering off concluded to be a damaged right ang ext cable based on the observed state the component was returned in.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.